Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007, essure (fallopian tube occlusion insert) was inserted. On an unspecified date, the consumer experienced anaphylactic shock, allergic complaints in eyes, irregular bleeding or breakthrough bleeding, gastro-intestinal complaints, bladder infection, problem urinating, during menstruation, leg pain, abdomen pain, cramps, head pain, lower back pain, breasts pain, chest pain, muscle pain, depressive feelings, increase/decrease of weight, tiredness, insomnia, memory loss, problem concentrating, swollen abdomen, hair problems, arrhythmia, menopause complaints, excessive sweating, tingling (hands, feets, legs and arms), acne, ptsd interpreted as post-traumatic stress disorder), bruising, swollen legs, sleep apnea, metritis, no orgasm. She had problems with daily tasks. She visited gynecologist, cardiologist, internist, allergist, physiotherapist. They suspected nickel allergy. Blood test done but no details were reported. Essure removal was planned. Company causality comment : this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented anaphylactic shock . Anaphylactic shock is unlisted in the reference safety information for essure. In this case, the exact date and the circumstances of this anaphylactic shock were not informed. It was not specified if it was related to essure insertion procedure, or not. Despite the lack of information for a comprehensive causality assessment, considering its serious nature per se and the fact that no further information can be obtained, in a conservative approach, causal relationship between the reported event and essure use cannot be excluded. Since this event usually lead to medical intervention (intravenous drugs, at least), this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow up 09-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: anaphylactic shock. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented anaphylactic shock . Anaphylactic shock is unlisted in the reference safety information for essure. In this case, the exact date and the circumstances of this anaphylactic shock were not informed. It was not specified if it was related to essure insertion procedure, or not. Despite the lack of information for a comprehensive causality assessment, considering its serious nature per se and the fact that no further information can be obtained, in a conservative approach, causal relationship between the reported event and essure use cannot be excluded. Since this event usually lead to medical intervention (intravenous drugs, at least), this case is regarded as incident. Other non-serious events were reported. According to product technical complaint, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.